Manufacturer narrative:
Code 400=nicked knife). Conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with a nicked knife, but was otherwise in good physical condition. The instrument was cycled, fired, and formed the staples within design spec, but had a rough cut due to the nicked knife. No conclusion could be reached as to how the knife had become damaged. No conclusion could be reached as to what may have caused the reported incident. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The stapler was used during a laparoscopic assisted vaginal hysterectomy. The surgeon transected the round ligament. The stapler was fired and 3 rows of staples were noted with each staple line. The surgeon cut between the staple lines. The area was observed to be hemostatic. Approx 30 minutes later the surgeon observed bleeding along the staple line of the left ovaria ligament. A bovie was used to coagulate the bleeding. The device was from a tray, lot# j42n11. Rep will be returning 6 reloads due to not knowing which firing the bleeding occurred with. There was no consequence to the pt.